Event description:
It was reported that during the procedure, metal flakes from the device entered the surgical site. The flakes were removed by irrigation. No add'l treatment was administered to the pt as a result of this event, and the procedure was completed successfully as planned.

Manufacturer narrative:
The collet was rec'd by the MFR for investigation. According to the quality engineer, the root cause of the failure was corrosion of the internal components. Wear of the internal components due to corrosion is identified in the design documents and the root cause is submerging the collet in solution. This allows moisture to accumulate inside the collet and eventually cause corrosion.